Event description:
Caller reported a malfunction on the pump, identified by a malfunction code. There was no adverse impact to the customer¿s blood glucose level. Technical support provided information on how to reset the pump, assisted the caller with the reset, and the issue did not recur. Customer was informed that they could continue using the pump and acknowledged the resolution.